Event description:
Customer sent water samples to an independent lab to find out what they would culture. After receiving the lab results back, it was determined that the device was contaminated with m. Chimaera/intracellulare (3 cfu/ml).

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The device was found to be contaminated with m. Chimaera/intracellulare (3 cfu/ml). Customer has ceased communication and an initial investigation was not possible due to lack of access to the device.